Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited onsite and confirmed that system's geometry module was unable to move. Upon troubleshooting, fse found that their geometry module, causing it to be damaged. The cause of the geo module failure could not be determined by the supplier's part analysis. To resolve the issue, fse replaced the geo module. After replacement of geo module, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system's geometry module was unable to move the c-arm in the right anterior oblique direction. No harm to the patient or user was reported. Philips has started an investigation of this complaint.